Event description:
The event as reported on the hospital¿s user medwatch: ¿patient had port placement on (B)(6) 2008, at (B)(6). Patient seen at this facility to have a procedure for the non-functioning port and removal and replacement of same.¿ the surgeon attempted to remove the port and the entire catheter could not be removed since it appeared to have a chronic break on one end (only 8 cm or so of catheter removed. X-ray results revealed the other portion of the catheter remained in the superior vena cava right atrial region. Patient to be evaluated by interventional radiology for removal of remaining catheter.¿ follow-up info received from the hospital indicated that the remaining catheter was successfully removed with no patient complications. Risk management at the hospital is being consulted as to whether they will return the used device to navilyst medical for eval.

Manufacturer narrative:
Navilyst medical is working with the end user to contact risk management regarding obtaining the device sample for eval. Upon receipt of the sample and/or completion of the investigation, a supplemental medwatch will be submitted. (B)(4).